Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which the reservoir ruptured. The device was filled with 5-fluorouracil 60 milliliters and injection solution 32 milliliters. There was no patient involvement.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a rupture reservoir was confirmed. The assignable cause could not be determined at this time. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).